Manufacturer narrative:
The customer did not provide patient age, date of birth, sex or weight. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance. The fse discovered cavitation (bubbles) in the wash pump. The fse rebuilt the wash pump. After the repairs were completed, all verification testing passed within published specifications. In conclusion, the cause of the ind flags was a hardware malfunction of the wash pump. Replacement of the part resolved the issue. Beckman coulter internal identifier: (B)(4). All related mdrs: 2122870-2015-00590; 2122870-2015-00601; 2122870-2015-00603; 2122870-2015-00604; 2122870-2015-00606; 2122870-2015-00607; 2122870-2015-00608; 2122870-2015-00609; 2122870-2015-00610; 2122870-2015-00611.

Event description:
The customer reported obtaining multiple ind (indeterminate) flagged results for both the triiodothyronine (access total t3) and total thyroxine (access total t4) assays on the laboratory's access 2 immunoassay system (serial number (B)(4)). Data review indicated ind flagged results for thirteen (13) patients for access total t3 assay on ten (10) separate days and no ind flags on access total t4 assay. The customer reanalyzed the patients' samples several times and eventually obtained numerical results for each patient. There was no report of patient injury or change in patient treatment associated with this report. While troubleshooting with the cts (customer technical specialist), the customer indicated that the folate (access folate) and 25(oh) vitamin d (access 25(oh) vitamin d total) assays were also exhibiting similar issues. Ind flags on the folate assay were specifically mentioned. One ind flagged access 25(oh) vitamin d total sample was noted in the archive data file. Access total t3 and access total t4 qc (quality control) were passing within customer expectations. The customer did not supply any qc information for other assays performed on the instrument. System checks had failed due to an unrelated issue. The customer did not provide sample collection and/or centrifugation information. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance.